Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0078909. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted by your facility. Based the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue. Investigation conclusion: the complaint gauge is 20g, assembly at auto line at 2020/04, lot quantity is 18000ea; review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review of the assembly record, there no nonconformities, deviations or rework activities for this lot product. Possible root cause: it complained prn damage during high pressure injection; this product is y type product which not suit for high pressure condition used. The pegasus plus straight type product can be used under high pressure injection with caps removed. Above all, this complaint defect is not related with product manufacturing. It is recommended to choose bd pegasus plus straight type products and remove the joint caps on the products when using.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced prn damage, and leakage at the diaphragm. The following information was provided by the initial reporter: heparin cap with the needle was broken under high pressure treatment, but bd¿s heparin cap couldn't have this problem. The needle's prn leaked fluid. The patient was surprised that there was no injury. After replacing a heparin cap with a separate bd, it could be used normally, with the pressure value to be confirmed.